Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling, and ECG monitoring stress testing without duplicating the report. Internal inspection found no discrepancies. The lcd color cable assembly and the analog board shields were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.